Manufacturer narrative:
The product was not returned for evaluation. The user reported that the pod had fallen off which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached between 18.2 to 18.3 mmol/l (328 to 329 mg/dl) and that the adhesive pad was peeling off which caused the cannula to come out of the skin. The pod was worn longer than 48 hours.